Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image occurred due to a failure of the liquid crystal display (lcd) panel. The cause of of the faulty lcd panel could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer (fse) reported to olympus, during a diagnostic procedure, the high-definition lcd monitor had a black screen and the fse suspected that it could be due to an lcd failure. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device was in a good condition externally and internally, when tested, it was found that the monitor was powering up with led's on the keypad, but the olympus logo did not appear on the display as expected. Also, there was no image on the display from any external input. This was found to be caused by a fault within the lcd panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.